Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified mid right coronary artery (rca). During a percutaneous coronary intervention, mild resistance was noted while advancing the guidezilla through an non-bsc guide catheter and during advancement of the device to the artery. Upon removal from the patient, the collar part of the guidezilla was partially separated. The procedure was completed with a different device. No further patient complications were reported and the patient's status is good.